Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2023. The surgeon noted exudate between the space of the outflow graft and the bend relief.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photographs and videos of the heartmate 3 lvas, serial number (B)(6), confirmed normal biodebris accumulation between the outflow graft and the outflow graft bend relief; however, no device-related issues were identified. The account submitted two photographs and two videos for review which captured the outflow graft and bend relief following pump explant. These photographs and videos showed normal biodebris accumulation between the outflow graft and the outflow graft bend relief. No areas of concern were observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no outflow graft obstruction was ultimately reported nor identified through the evaluation, section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.